Event description:
It was reported that an infusion of urokinase was programmed to infuse at 2 ml/hr over 24 hours. However, the infusion was complete in only 20 minutes. There was no injury to the pt.